Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 04/24/2018. Device returned to manufacturer: yes. The product was returned to the manufacturing site for evaluation. Visual inspection shows the product was cut into a few pieces, and only two pieces were returned for investigation. The returned parts do not form a complete product. The lens was inspected by a qualified final inspection manufacturing specialist using 12x magnification. Scratches marks were observed in the middle of the lens near to the cutting area. Unable to determine if these scratches were a result from lens cutting process or handling process. Cosmetic issue is confirmed however how and when the scratches were introduced could not be determined. The manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints were received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted or explanted, give date: not applicable, as the lens was not implanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zlb00 16.0 diopter intraocular lens (iol) was noticed scratched when removing from packaging with no patient contact. No additional information was provided.